Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-jan-2026, a sales representative reported via phone that (3) ar-3636h self bunching 1.8 knotless hip fibertak®soft anchors shuttling stitches broke. This occurred during a hip labral repair on (B)(6) 2026. While shuttling the repair stitch, the shuttling stitch broke on all 3 devices. The devices were removed from the patient. The patient had good bone quality, which was prepped using the proper drill guide. The case was delayed about five minutes, and no additional anesthesia was administered. The case continued using (2) additional ar-3636h self bunching 1.8 knotless hip fibertak®soft anchors. There was no harm to the patient.